Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, it was indicated that the too ventricular placement was due to the patient¿s severe calcification in the native aortic valve annulus, in which the valve got ¿hung up on¿ when the deployment started. The valve then moved towards the lv when the balloon inflation was almost complete. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the first valve was deployed too low, favoring the lvot. The valve remained in the lvot and was in a stable, safe position as determined by the operating physicians. A second valve was prepped and deployed, in good position in the native aortic annulus. This second valve also overlapped several stent struts of the first valve. Both valves remained stable. Patient remained hemodynamically stable throughout the procedure with a good clinical result. It was indicated that the first valve was hung up on some calcium in the native aortic valve annulus, when the deployment started. The valve then moved towards the lv when the balloon inflation was almost complete. There was good coaxial alignment and good image intensifier angle, with ventilation held during deployment, and no loss of pacing capture. This patient¿s sinotubular junction (stj) was 35mm, with severe native valve/leaflet calcification.